Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed, and the patients activated clotting time (act) was below 200 with normal blood pressure when they left the room. Approximately, three and a half hours later, the patient became hypotensive and a pericardial effusion was discovered via transthoracic echocardiogram. A pericardiocentesis was performed to remove 200cc of fluid and stabilize the patient. No confirmed cause of the effusion. The patient is doing well and has been discharged home.